Event description:
It was reported that an increase in pacing lead impedance and high threshold were observed through a (B)(4) transmission. Lead revision was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.